Manufacturer narrative:
Additional information received: "the medical staff checked the tube before the surgery but had not noticed the problem. The tube was found leaking air during the surgery."

Event description:
Additional information received: "the medical staff checked the tube before the surgery but had not noticed the problem. The tube was found leaking air during the surgery."

Manufacturer narrative:
Product evaluation: analysis found that when compared to the assembly drawing xvi next gen emg tubes: the tube was inflated with air and no leak was detected until it was submersed under water; a slow leak was found at the inflator valve assembly which would have resulted in the reported event. When viewed under magnification, the leak occurred where the pillow is attached to the valve. The information indicates that there was an insufficient bond to prevent leakage between the 2 components.

Event description:
It was reported that "this emg tube leaked air. The medical staff smelled the gas after inflation. Therefore, the anesthetist replaced the defective tube with a new one. We tested it and found that the air leaked from the connecting part." There was no patient injury.